Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a webster cs and the patient experienced pericardial effusion that required pericardiocentesis and drain placement. Procedure was pfa with a boston scientific farapulse. It was reported that after groin access, the physician advanced the soundstar catheter and quired images of the left atrial appendage, coumadin ridge and veins. After advancing the webster cs into the coronary sinus, the physician completed the transseptal puncture using the baylis transseptal system with pigtail wire. There were no issues crossing the septum and the wire was confirmed to be in the left atrium. Shortly after the transseptal wire was advanced, the anesthesiologists stated that the blood pressure was "a little soft". The systolic readings were reported to be 70 mmhg systolic. The physician took several intracardiac ultrasound images and it was noted that there was a small effusion on the right side of the heart that could be seen in the home view. The effusion was located along the inferior wall of the right ventricle. The physician did not advance the transseptal sheath any further and monitored the intracardiac ultrasound image. It was reported that the effusion increased in size after a few minutes and the physician decided to do a pericardiocentesis. Approximately 900 ml of fluid was removed from the pericardium. The pericardial drain was left in and the patient was transferred to the intensive care unit (ICU) in stable condition. The only biosense webster, inc. Products used was a soundstar catheter and a webster cs. It was confirmed with an intracardiac ultrasound and echocardiogram. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.